Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain 2/4 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 4. The technical service representative (tsr) explained the alarm and had the home patient (hp) cycle power. The tsr advised the hp to use manual bags. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the caregiver (cg), the cg stated that the issue was resolved, however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not receive any injury or medical intervention as a result of this incident, the hp had contacted his nurse that night and she instructed him to do manuals. The cg stated that the hp had been doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.